Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error was present in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling end cap address label, partially broken off reservoir tube lip, missing reservoir tube o-ring, moisture damage on motor assembly and severe corrosion on all electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motion sensor test failure. Customer blood glucose reading is 250 mg/dl. Troubleshooting was performed. Customer was not able to rewind the pump. Customer was advised to discontinue from the pump and revert to a backup plan. Insulin pump will be return for analysis.